Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was observed to be damaged, and the usb cable was loose inside the port resulting in intermittent issues with charging the pump battery. There was no reported adverse impact to customers blood glucose level. The customer declined troubleshooting with tandem technical support.